Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy was working fine a couple of days after implant date, but as the days have gone on the patient's symptoms have returned to baseline (urinating every 45 minutes to an hour and using medication). The patient stated that some days have been better than others, but yesterday their symptoms returned to baseline, and they have had several days like that. The patient added that they hadn't felt stimulation in a while. The patient noted that they stopped feeling stimulation after they got past the pain from the implant surgery. Agent reviewed stimulation expectations. The patient also mentioned that they hadn't made any changes to the programming since implant date. The patient connected to the ins and confirmed therapy was turned on. Agent reviewed programming considerations and the patient decided to increase stimulation. The patient thought they felt stimulation as they were inc reasing, but the sensation went away. Agent again reviewed stimulation expectations. The patient will maintain stimulation level and continue to monitor symptoms. The patient a follow up appointment with their managing healthcare provider (hcp) this thursday. Additional information was received from a healthcare professional (hcp) on 2025-feb-26 the hcp reported that they patient might required a revision if not resolved and they will evaluate this at next appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.